Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a blockage alarm occurred. The event occurred during patient use at the patient's home. There was patient involvement and no patient harmed reported.

Manufacturer narrative:
One device was received for evaluation for the complaint that a blockage alarm occurred. The review of event log found that a "high pressure" alarm was recorded in the event log multiple times. There was no 12-month service history during the review. The visual and functional testing was performed. The reported issue was confirmed, and the root cause of the event was an anomaly in the component (the downstream occlusion sensor), and it will be replaced with a known good one.